Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and determined that the primary aspiration pump was out of adjustment. The fse adjusted the primary mode aspiration pump (pm4), resolving the issue. This failure mode could impact cbc/diff parameters due to incomplete aspiration. (B)(4).

Event description:
The customer reported that the hemoglobin (hgb) was out on controls on the hmx instrument. The instrument was considered down and was not used for patient testing, pending service. No erroneous patient results were generated in connection with the reported event.